Event description:
A malfunction alarm was reported with no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided information for resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was permitted to continue using the pump. The caller was advised to contact support if the issue recurred, which they acknowledged and understood.